Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's speaker is damaged and can barely be heard on max volume. There was no patient involvement.

Manufacturer narrative:
D9: 1/16/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported probelm was replicated. The cause of the issue was the damaged speakers. The speakers were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.